Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in a 90% stenosed non-tortuous left anterior descending (lad) coronary artery. An attempt was made to cross the perforation with a 2.8x16mm rx graftmaster covered stent system, but this device failed to cross due to patient anatomy. The graftmaster was withdrawn without resistance and without any other device issues. Another graftmaster was implanted, successfully sealing the perforation and completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.